Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(4). Subject ID: (B)(6). A clinical study reported that after a surgery a patient experience localized shallow retinal detachment (right eye). Surgical date: (B)(6) 2022. Event start: august 17, 2022. Event end: september 07, 2022. Measures taken: non medication treatment. Ae outcome: resolved. Surgical procedures: vitrectomy+vitreous puncture injection+retinal laser photocoagulation+complex. Etinal detachment anterior membrane peeling surgery+complex retinal detachment repair. Urgery+retinal detachment internal pressure repair surgery (right eye).